Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc on (B)(6), 2002 to treat her stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious injuries, including, but not limited to, mesh erosion, continued urinary incontinence, anxiety, depression, mental and physical pain, and disability. Plaintiff also allegedly underwent multiple surgeries and revisionary procedures and sustained permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.